Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric stapling in a laparoscopic sleeve gastrectomy, the device did not fire and broke during used. A new reload was used by the surgeon in order to complete the case. There was no patient injury.